Event description:
Related manufacturer report number: 2017865-2023-10584. It was reported that a patient presented with right ventricular (rv) lead and atrial lead damaged due to clavicle crush. The physician elected to explant and replace both the rv lead and atrial lead. The patient condition was not known.

Manufacturer narrative:
The reported event of clavicle crush was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation and outer coil to be damaged consistent with clavicle crush forces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information received notes the atrial lead also exhibited oversensing noise and low pacing impedance.